Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by (B)(4) on 04/19/2016. Investigation results were received by dexcom on 04/19/2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of a transmitter failed error. The root cause could not be determined.